Event description:
Dissecting tool broke during use for surgery. There were no injuries and no significant delays. The tool fragment was readily retrieved, and the procedure was completed with an alternate tool. It was initially reported the tool was not machined correctly, as it was flat on the sides, rather than round as anticipated.